Event description:
On (B)(6) 2010 the patient underwent endovascular treatment of a type b thoracic aortic dissection using gore® tag® thoracic endoprostheses. On an unknown date, the follow up imaging revealed a distal stent graft induced new entry (dsine), and false lumen expansion. On (B)(6) 2020 a reintervention was performed whereby a gore® tag® conformable thoracic stent graft with active control system was implanted to treat the dsine. The patient tolerated the procedure.